Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm was received. Pump supplies were changed and insulin delivery was resumed. Blood glucose was 500 mg/dl. Customer declined to provide further information and tandem technical support's offer to troubleshoot.